Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, a device failure was not reported. The instructions for use (IFU) states, "potential complications associated with gastrointestinal endoscopy including: allergic reaction to medication, aspiration, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, perforation, respiratory depression or arrest. Those which can occur with esophageal banding including: esophageal perforation, laryngeal laceration, nausea, obstruction, retrosternal pain, stricture formation." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation, evl, the physician used cook 10 shooter saeed multi-band ligator. It was reported that the user felt advancement difficulty into endoscope due to the device being too long and too big. The user repeatedly advanced and retracted the device which stimulated the throat causing edema and decreased oxygen saturation. The anesthesiologist lifted patient's jaw and assisted with nasopharyngeal tube ventilation to increase oxygen saturation and the user used a three-lumen and two-bag tube to compress and stop the bleeding in a timely manner.